Event description:
On (B)(6) 2008, the reporter stated that during surgery the implant broke while being impacted during insertion using the pistol grip inserter. The implant was removed and the surgeon was able to use another one to complete the case.

Manufacturer narrative:
Patient weight is unknown. Device manufacturing date is unknown. Evaluation is pending.